Manufacturer narrative:
Device powered up properly after battery installation. No critical pump error alarm noted. The pump passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self test. Critical pump error alarm not confirmed. Pump received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had open book image. The blood glucose level was 167 mg/dl. Customer reported that they received the open book image on the insulin pump screen. The troubleshooting was performed. The customer was advised to discontinue use of the pump and recommended refer to back up plan per health care provider¿s instructions and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.